Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The phenomenon was reproduced when the equipment was inspected at the on-site service. The cause of the problem could not be identified based on the information obtained from this complaint and the investigation results. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a routine inspection, the subject device displayed an image issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a routine inspection, the subject device displayed an image issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide new results of the legal manufacturer's final investigation. The following reportable malfunctions were identified during the device evaluation: cable flooding and coupler corrosion. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a routine inspection, the subject device displayed an image issue. There were no reports of patient harm.